Event description:
It is reported that the reamer tip broke off.

Manufacturer narrative:
It is not known how the reamer was used over its potential field age of approx two years. Based on the info provided and the investigative findings, the exact cause of failure cannot be determined. Eval codes: device history records indicate all components were manufactured and inspected to spec. The returned device conformed to material hardness and diameter specs. Extensive scarring is present on several areas of the reamer indicating potentially heavy use. The flutes on the returned reamer are also damaged.